Event description:
It was reported that a homechoice presented an unknown alarm during peritoneal dialysis therapy. The reporter stated that the alarm resulted in a delay of therapy. The home patient (hp) ended therapy and planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was received and the evaluation was completed. The event history log review identified the following alarms on the day of therapy: system errors (se) 2005, se 2002, check supply line alarm, and check lines and bags alarm. The most recent of which was the check lines and bags alarm. No abnormalities were identified during internal and external inspection of the hc. The device passed both rite (returned instrument test evaluation) electrical and functional tests. A simulated therapy was completed successfully. The pressures within the pneumatic system were all within specification limits and stable. The problem was able to be verified in the event history log review as a check lines and bags alarm. As no nonconforming product was discovered during sample analysis, the cause of the alarm was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.